Event description:
The customer reported that their intellivue monitor showed trends, pleth waves and continuous 100% spo2 readings although it was not connected to a patient via a sensor.

Manufacturer narrative:
The customer reported that their intellivue monitor showed trends, pleth waves and continuous 100% spo2 readings although it was not connected to a patient via a sensor. Based on the available information, the incident/failure did not cause or contribute to an adverse patient (death/serious injury/lasting patient damage/impairment), however, nursing staff voiced their concern regarding this behavior. The staff was afraid that the monitor may not be providing accurate readings while actually being connected to patients. Nursing requested philips to performance test the monitors and that readings will be accurate on patients. A 3rd party (B)(4) field service engineer (fse) for philips has been at customer site and has videotaped the reported behavior. The fse also recommended to the customer, as a result of this event, change from masimo spo2 sensors to philips (B)(4) reusable sensors, which resulted in no additional phantom readings. At this time, it remains unknown if the customer has also filed a report with (B)(4). Furthermore, several details that could factor in or contribute to such an issue remain unknown, e.g. No details about device set up at the time of the occurrence are available. Generally, the described symptoms may occur and are documented limitations of using spo2 monitoring, included in the philips monitor instructions for use (IFU). With pulse oximetry, sensor movement, ambient light (especially strobe lights or flashing lights) or electromagnetic interference can give unexpected intermittent readings when the sensor is not attached to a patient. Especially bandage-type sensor designs are sensitive to minimal sensor movement that might occur when the sensor is dangling. Philips monitors offer a number of indicators, such as technical alarms, pleth waveform and the perfusion index, to warn the user of such a condition and to allow the user to assess the quality of the signal and measured spo2 and pulse rate. It remains unknown if such an indicator was visible on screen. For the safe use of pulse oximetry, it is essential to follow good clinical practices, e.g. Proper sensor application and periodically checking the measurement site. The most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. This report is considered to represent the customer's concern about potentially not being able to recognize a change in patient condition from monitoring of provided spo2 measurement results. There was no statement that the reported failure mode involved an adverse patient incident or that this failure mode has lead to such an incident in the past. Even though the intention on monitoring would be in close personal observation as specified in product labeling which describes personal surveillance, the potential for not recognizing a change in patient condition is considered a malfunction which could result in a delay in treatment and be a factor in a serious injury/death. Furthermore, if a sensor is to come off a finger and continues to read in the absence of a signal, a change in patient condition could go unnoticed. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).